Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of cracks on the screen of the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that he noticed the damaged pump's screen when he got out of his truck. The customer stated that he is unable to read the whole screen. The customer stated that the pump is working correctly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.